Manufacturer narrative:
Product complaint #(B)(4). Additional information was obtained: customer confirmed the complaint sample is not available to return. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. Attempts to obtain the device have been made. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent and unknown procedure on an unknown date in (B)(6) 2019 and suture was used. The suture was ripped off from the swage. There were no reported patient consequences.